Event description:
Patient was stillborn after emergency caesarean section. Patient was monitored with fse for four (4) hours before intervention. The mother's amniotic sac had ruptured and a large amount of meconium was observed. It was felt that the patient had ingested a portion of the meconium. The fse showed artifact throughout the monitoring strip and was replaced two (2) times within that time-frame by the resident.